Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The information provided indicated that the screen went blank at the time of battery insertion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/24/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the complaint could not be duplicated on investigation. The pump powered on with audio, vibration, and an illuminated screen. The pump¿s alarm history shows multiple consecutive alarms related to the complaint on the reported failure date (cs 054-0000). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.